Manufacturer narrative:
Final analysis found that the leads outer coil was fractured at 30.9 cm from the connector pin, due to subclavian crush. Both insulations were damaged in the same location.

Event description:
The account alleges that the brakes will not hold.